Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had a constant motor error alarm during rewind due to corroded motor home switch. Unable to complete the functional test, including the basic occlusion, occlusion test, excessive no delivery test, prime, self test and error test due to constant motor error alarms. The insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error during bolus and was unable to clear it. Customer stated that the pump might have been exposed to a strong magnetic field while at the hospital. Several attempts were made to get further details on the hospitalization but were unsuccessful. Customer's current blood glucose reading is 142 mg/dl. No further information reported.